Manufacturer narrative:
Result: loose footboard modules.

Event description:
It was reported in a service that the bed was missing an auxilliary power cord and had a broken footboard lid which resulted in loose modules. No adverse consequences were alleged.